Event description:
The user experienced an instrument alarm and received questionable results for ck-mb and troponin t (tnt) on the elecsys 2010 rack analyzer for one patient. Results from two different samples obtained from the same patient were provided and were discrepant. The initial ck-mb result gave 72.66 ng/ml. This result was accompanied by a data flag and was reported outside the laboratory. A second sample obtained on (B)(6) 2010 from the patient was analyzed giving a ck-mb result of 3.62 ng/ml. The original sample was repeated giving a ck-mb result of 2.45 ng/ml. The initial tnt result gave < 0.010 ng/ml. This result was accompanied by a data flag and was reported outside the laboratory. The second sample was analyzed giving a troponin t result of 0.170 ng/ml. This result was accompanied by a data flag. The original sample was repeated which gave a troponin t result of 0.065 ng/ml. The user said patient was not affected but was admitted to the hospital because of a fall, not because of the discrepant ck-mb or tnt results. Ckmb reagent lot number, 1562801. Troponin t reagent lot number was not provided. The field service representative found a faulty circuit in the probe. He replaced the board. Performance tests were performed with no errors generated and system was verified to be operating within specification.